Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the main lamp went out and the spare lamp ignited during a procedure. After turning the device off then on again, the main lamp came on again and the intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the main lamp could not be identified. However, it¿s likely the cause is related to overheating of the main body. Olympus will continue to monitor field performance for this device.